Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the safety disk guide block, and performed a full preventive maintenance with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the customer or complainant site is (B)(6).

Event description:
It was reported that during a service call performed by a getinge field service engineer (fse), it was discovered that the safety disk guide block was broken on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.